Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: the main board has been identified to be the faulty component. Replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 446022, tf 431002, tf 485001, tf 485002 after start-up.